Manufacturer narrative:
The referenced recurring gastrointestinal bleed was reported under medwatch MFR report# 2916596-2017-03077. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with recurring gastrointestinal bleeds experienced a drop in hemoglobin to 6.8 g/dl (B)(6) 2017, and was transfused with 2 units of packed red blood cells as an outpatient. The patient was transfused with another 2 units on (B)(6) 2018 for hemoglobin of 7.8, and again on (B)(6) 2018 for hemoglobin of 7.6 g/dl. The hemoglobin initially increased to 9.1 g/dl but decreased again to 8.3 g/dl. The site of bleeding was reported as gastrointestinal. The patient denied melena or hematochezia, but did report recurrent epistaxis over the past 14 days, as well as feeling dyspneic, fatigued, weak, and edematous (legs). Anticoagulants at time of event: aspirin, warfarin. No additional information was provided.

Manufacturer narrative:
Additional information: a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient presented to the emergency room and his nose was packed. The patient was discharged on (B)(6) 2018, but had a repeat nosebleed on (B)(6) 2018 and his nose was packed again. The packing was removed on (B)(6) 2018 and the patient's nose bled again. As a result, all anticoagulation was suspended to treat the patient's bleeding.